Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor response buttons were not working.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation, the response button was non-functional. The cause for the failure was isolated to a damaged 3.3v trace on the rear response button cable. The root cause for the damaged trace could not be positively identified. No adverse event resulted from the defective monitor.